Event description:
Additional information received reported the resistance occurred in the distal end of the rebar 18 catheter. There was no issue during navigation of the rebar catheter. Continuous flush was administered during the procedure. There was no damage observed to the catheter or solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The first pass reached the thrombus successfully but friction was felt. The solitaire ab was noted by the complaints team to have been expired for 10 days at the time of the procedure. It was unknown if the surgeon know the solitaire ab was expired. Follow-up noted that the device was from consignment stock. The last cycle count was done on (B)(6) 2025 and cycle counts are conducted monthly. Additionally, it should be noted that the solitaire ab 6-30 and rebar 18 microcatheter are not compatible devices as the solitaire ab IFU recommends that for the 6-30 should be used with a catheter with a minimum inner diameter of 0.027".

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire ab stent was kinked and became stuck in a rebar 18 microcatheter. The patient was undergoing surgery for treatment of a posterior circulation thrombotic occlusion of an intracranial artery. It was noted the patient's vessel tortuosity was severe. Stroke onset to reperfusion time was 6 hours. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Aspiration catheters were used in combination with the solitaire ab for thrombectomy. A rebar 18 microcatheter, along with a non-medtronic microguidewire, was successfully navigated into the target vessel. The stent met resistance and became stuck in the microcatheter, preventing it from being retrieved. The entire system was withdrawn from the body, and it was found that the stent was damaged/kinked. The stent was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. Ancillary devices include: rebar 18 microcatheter, stryker synchro-10 microguidewire.

Manufacturer narrative:
Continuation of d10: solitaire ab stent model number: sab-6-30 lot number: b616425, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.